Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents on the distal frame and edges, and stains were present beneath the light guide (lg) cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the dents on the distal frame and edges were due to component failure; however, the cause of the stains observed beneath the light guide (lg) cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.